Event description:
Iol got stuck in tip - clogging. Patient impact: no impact. Event occurred in china, and there was no impact to patient; however, the hospital has reported it as adverse event to local authority.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in the following sections: d10 - device available for evaluation - corrected to "yes" and entered date returned to manufacturer. H2 - noted this report contains "corrected information" and "additional information." H3 - device evaluated by manufacturer - corrected to "yes." H6 - added manufacturer's codes for: method; results; and conclusion. The device was returned, and the product investigation was conducted, with the results noted below: the lens was found inside the nozzle and partially protruded from tip of the injector. The leading haptic was detached from the optic and not returned. The optic was cracked from root of both haptics. Some flaw marks were found on bc side of the optic. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. In addition, we re-installed new lens inside the received tip and released, and we confirmed that we could release the lens without any problems. Review of the production record showed there was not any nonconformities and/or deviation from the specifications. There were not any damage or abnormalities found on the returned injector. In addition, we could release re-installed lens without any problems. Research in our complaint database for the same production lot did not demonstrate the similar cases reported by the customer. It was not possible to determine exact root cause of iol clogging in this case. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding section h6 - manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Iol got stuck in tip - clogging. Patient impact: no impact. Event occurred in (B)(6), and there was no impact to patient; however, the hospital has reported it as adverse event to local authority.